Event description:
It was reported that, during a meniscus repair surgery, after deploying the t1 anchor of one (1) fast-fix 360 curved, the surgeon tried to deploy the next anchor, however the t2 anchor was missing. T1 anchor had to be removed from the patient using arthroscopic grasper. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No additional anesthesia was required as consequence of the surgical prolongation. Current status of patient is not currently available. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided images found two perspectives of an anchor attached to the suture, only one of the anchors can be seen, no insertion device can be seen. The anchor and suture are lying on a box, the label of the device can be seen, the ref and lot numbers matches the reported product information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the work instructions found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Based on this investigation, the need for corrective action is not indicated.